Event description:
Inbound. Patient reports no disposable alarming with both cadd legacy pumps serial numbers (B)(4) and (B)(4) over the past few days, placed new cassette able to get pump serial number (B)(4)to operate without further alarm. Replacement pumps sent with box to return. No cassette lot number provided. No further details provided.